Event description:
(B)(6) clinical study same case as MDR ID # 2134265-2012-03672 and 2134265-2012-03673. It was reported post coronary stenting treatment procedure, patient death occurred. In (B)(6) 2008, the patient presented with stable angina (ccs classification: 2) and cardiac catheterization was recommended which revealed a 80% stenosed target lesion located in the dist left circumflex. It was 10.0 mm long with a reference vessel diameter of 3.50 mm and treated with pre-dilatation and placement of a 3.50 mm x 12 mm study stent, with 0 % residual stenosis. During the index procedure, post angioplasty, there was a type d dissection. The dissection and the target lesion were treated with placement of two (3.00 x 12 mm and 2.75 x 28 mm) additional study stents. The patient was discharged, the following day, on aspirin and clopidogrel. In (B)(6) 2011, the patient died due to arteriosclerotic cardiovascular disease. Per death certificate, the cause of death was arteriosclerotic cardiovascular disease.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).